Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Two screws that should have been locked into the plate, but did not. We followed procedure and corrected it into the guide and used trade and drill guide, measured it and put the appropriate length screw.

Manufacturer narrative:
The investigation shows that the plate is a concomitant product in this case, as it has not been changed after, and it had not problem with the other screws. Device was not returned.

Event description:
Two screws that should have been locked into the plate, but did not. We followed procedure and corrected it into the guide and used trade and drill guide, measured it and put the appropriate length screw.